Manufacturer narrative:
(B)(4). Batch # p9459z. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a liver transplant case, "the harmonic ace36e probe got complaint". The ¿white coating in the jaw/ tip gone¿. The white tissue pad was completely missing and fell into the patient. The tissue pad was retrieved, and the patient was fine.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.